Event description:
A silicone lens model aa4204vp was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk if a product malfunction occurred. The model and lot numbers of the injector and cartridge are unk.

Manufacturer narrative:
Investigation is ongoing.